Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly, the customer went through the metal detector at the airport, and the pump was worn against the customer's skin at the time of the alarm. The pump was not exposed to abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.